Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported retraction problem (dc handle - retraction) associated with the difficulty moving the clip while retracting the dc handle was due to the clip unintentionally interacting with the valve. The cause of the reported difficult or delayed positioning (anatomy) associated with the clip interacting with the valve appears to be due to procedural circumstances (visualization difficulty) in conjunction with challenging patient anatomy (rotated heart). The reported image resolution poor was associated with visualization difficulty. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 1528 was removed.

Event description:
N/a.

Event description:
This is filed to report a retraction problem. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a rotated heart. During positioning of the first clip, the clip was advanced to the left ventricle. The physician attempted to retract the clip to the left atrium; however, the clip was not able to be retracted by pulling the delivery catheter (dc) handle. The m-knob was released, and the clip was then able to be retracted. The clip was removed and was replaced with a ntw clip. The clip was advanced to the mitral valve, but it was not possible to grasp the leaflets. The clip was removed, and the procedure was aborted. Mr remained at grade 4. It was noted that imaging was poor. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.